Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while attempting to perform a sphincterotomy, the doctor noticed that the cut wire would not relax completely. The tip remained slightly bowed, although the nurse fully relaxed the handle. This made it difficult to move the tip of the tome in and out of the duct. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.